Event description:
It was reported that during preparation for an unspecified procedure, a shaft break occurred. The 12x3.5mm quantum maverick balloon catheter was advanced over the guide wire; however, the catheter broke in half prior to insertion. The procedure was completed with another of the same device. No pt contact.